Event description:
The pt received her scs system on (B)(6) 2008. It was reported the pt no longer had stimulation. It was also reported the programmer and the charger would not communicate with the ipg. The pt had the ipg replaced on (B)(6) 2011. No further complications were reported.

Manufacturer narrative:
Eval: results - the returned ipg successfully communicates with a test standard pt programmer. The returned ipg was functionally tested according to the mfg standards using the auto-tester and passed all tests. Complaint could not be confirmed. The returned ipg was functionally tested and passed all tests. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.